Manufacturer narrative:
(B)(4). The complaint device has been returned, but the device investigation has not yet been completed. Once the evaluation is completed, a supplemental medwatch 3500a will be submitted.­­­ if any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the provisional was fractured and returned. This incident did not occur during a surgery and no adverse events have been reported as a result of this malfunction as there is no patient involvement.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. Model #: 00889024245846. Complaint sample was evaluated and the reported event was confirmed. Visual inspection noted signs of repeated use (nicked or gouged) and has both of components 1 and 2 disassembled / missing. The missing components were not returned. Device history record (DHR) was reviewed and no discrepancies were found. Investigation results concluded that the reported event was due to design of the device. This device was determined to be in scope of previous corrective/preventive action. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.